Event description:
An optometrist reported a case of dry eye and undercorrection, observed in the patient's left eye six months post lasik. The reporter indicated the patient is being treated for the dry eye first with cyclosporine ophthalmic emulsion and artificial tears prior to considering surgical intervention. There are two medical device reports associated with this event. This report references the left eye. Additional information has been requested

Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).